Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
F12 is no longer applicable for this report.

Manufacturer narrative:
Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Hematoma/major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received and date of death is not known.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 75 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was previously supported by an intraaortic balloon pump (iabp), inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. On the day after implant there was an observed hematoma. This was the same site that the iabp had been placed and now the cp was dwelling in. The hematoma required no intervention. In addition there was a possible gastrointestinal bleed coming up in the orogastric tube. The team made decision to withdraw care and patient expired. Anticoagulation necessary for the pump placement and support can contribute to bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.